Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Manufacturer narrative:
The device was evaluated by the returns department which found not failure.

Event description:
Provider states the unit will power on and shut down, no lights.

Event description:
Provider states the unit will power on and shut down, no lights.